Event description:
Refer to initial report submitted on 08/24/2017. (B)(6) 2020: notification from FDA was received on november 27, 2020 notifying immucor gti diagnostics that this follow-up report was not received whereas a second follow-up was received. Submission of this report is being provided per direction received.

Event description:
A complaint ((B)(4)) was received on (B)(6) 2017, where the customer reported that lifecodes hla-ceres sso typing kit (lot 08056c) gave a result that was not concordant with sequence based typing. The clinical sample gave the following when tested with sequence based typing: hla-c (c*01:115, c*04:01). This result was not consistent with the result obtained when the sample was tested with lifecodes hla-ceres lot 08056c 12/10/2020 (B)(4). Notification from FDA was received on november 27, 2020 notifying immucor gti diagnostics that this initial report was not received whereas a follow up 2 report was. Submission of this report is being provided per direction received.

Event description:
(B)(6) follow-up 2 to correct date of report and date received.